Event description:
Two balloons ruptured beyond their rated burst pressure, during an arteriovenous hemodialysis fistula graft dilatation procedure. The first balloon ruptured on the first inflation and the second balloon ruptured on the second inflation. Another balloon catheter was used to successfully complete the procedure. One of the balloon catheters had just been received by this MFR. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated these devices were inflated beyond their rated burst pressure. Co believes the above factors contributed to this event and does not attribute it to the devices. However. Without evaluating the devices, co is unable to determine the exact cause for this event. Directions for use state: "the rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon rupture. If loss of pressure within the balloon occurrs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon, do not reinflate and remove carefully."

Manufacturer narrative:
One of the devices was received, evaluated and retained by this MFR. The engineering eval indicated the shaft under the balloon was bowed. Balloon inflation was not possible following a warm water bath. Microscopic examination did not locate a balloon leak, however, foreign matter was noted in the balloon. Scratches and wrinkles were noted on the balloon surface. This device displayed characteristics consistent with overpressurization, a bowed shaft under the balloon, and contact with a sharp external source, scratches on the balloon surface. It was also indicated this device was inflated beyond its rated burst pressure. Co believes the above factors contributed to this event and do not attribute it to the device. H6 - 86 (other - microscopic examination)